Event description:
Abbott has conducted an investigation and completed method comparison testing which identified architect ict serum calibrator lots 21399un13, 67873un13, 74710un13, 82008un13, and 88884un13 exceeded or potentially may exceed the bias claim of less or equal to 3%. Abbott investigation has identified that the ict serum calibrator lots above may generate lower than expected potassium quality control (qc) and patient results. The lots above demonstrated acceptable performance at release and at internal testing intervals. However, internal testing in (B)(4) 2014 has shown that product performance has changed over time. Patient results may shift down by 1-3% beyond the acceptable performance of the assay. No impact to patient health or patient management has been reported due to this issue revised manufacturing procedures have been implemented to minimize the potential for a recurrence of this issue. A product correction letter has been issued and reported under 21 cfr 806 to the FDA (B)(4) district on july 22, 2014

Manufacturer narrative:
Lot 67873un13, expiration date 11/12/2014. Lot 74710un13, expiration date 12/08/2014. Lot 82008un13, expiration date 01/14/2015. Lot 88884un13, expiration date 02/04/2015. (B)(4). The investigation determined that ict calibrator lots have decreased total protein content. The decreased total protein content is correlated with increased ammonia levels in the calibrators ammonia, a known interferent, can impact the performance of the ict modules potassium measurement. A product correction letter has been issued to the ict serum calibrator customers who received shipments of lots 21399un13, 67873un13, 74710un13, 82008un13, and 88884un13. The letter is instructing the customers that they can continue use of the lot if the calibration curve for potassium is verified with at least two levels of controls according to established quality control requirements for the customer laboratory. The letter is also instructing the customers to recalibrate using a different calibrator lot if quality controls for the potassium assay are not within the established quality control requirements of the customer laboratory (new lots are available) stability monitoring of in-date lots is to be conducted.